Event description:
It was reported when using the bd vacutainer® no additive (z) tubes customer found foreign matter inside the tube. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting foreign matter. Affected lot number 3111788. Related to case (B)(4) . Steps taken with customer/troubleshooting: customer sent email stating this is the second facility confirmed on 8/9/2023. Clients received tubes that had foreign matter in the tubes. There was no patient harm. When they saw that the tubes had foreign matter they used different tubes.

Manufacturer narrative:
H.6. Investigation summary: material #: 366703. Lot/batch #: 3111788. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes customer found foreign matter inside the tube. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting foreign matter. Affected lot number 3111788. Related to case (B)(4). Steps taken with customer/troubleshooting: customer sent email stating this is the second faciltiy confirmed on (B)(6) 2023. Clients received tubes that had foreign matter in the tubes. There was no patient harm. When they saw that the tubes had foreign matter they used different tubes.